Event description:
It was reported that the pt underwent plif using infuse bone graft/peek vertebral body spacer(s). At an unk time post-op, the pt developed a fluid accumulation extending to back of both peek devices and pushing out posterior neural elements/nerve roots. A surgical intervention was performed to irrigate and debride the fluid collection.

Manufacturer narrative:
Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.